Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that he was having difficulty using the down button of his insulin pump, sometimes he needs to press it many times before it respond. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers are ramping on their own. Customer stated that scroll bar moving up or down with no input from the user but having difficulty using the down arrow, had to press many times before it respond. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.